Manufacturer narrative:
Upon evaluation, service and repair confirmed the customer¿s report that it was difficult to turn the locks on the unit. The DHR showed no abnormalities related to the reported failure. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. Linked to mfg report number 3004608878-2020-00449. UDI # (B)(4).

Event description:
This is 1 of 2 reports. A customer reported that the locks of the a1059 mayfield modified skull clamp were difficult to turn. There was no known patient injury or surgery delay.